Event description:
The pt reported that she noticed yesterday that her skin is numb on her left hip and buttock where the pump is implanted, and that the numbness extends down to the top of her left thigh. The pt reports, no pain, just numbness. The pt was last refilled 2 weeks ago. The pt reports she has not fallen. The pt is nervous and scared, and has not been able to reach the hcp. The pt was instructed to contact her hcp, and the patient noted she would be going to the ER. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.